Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a letter, and that the hospital will contact the patient if necessary to schedule outpatient visits. The patient took a sleeping pill prescribed by the hospital, and when the patient woke up the following day, the patient felt lightheaded. It was noted lightheadedness could be a symptom of anemia. The patient was concerned that the symptom could also be related to a device issue. The patient was advised to contact the hospital regarding not feeling well. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because an approximate implant date of the pacemaker was provided.